Event description:
MFR review of programming history revealed an interrupted systems diagnostics test occurred on (B)(6) 2004 which caused the settings to change. The change was not noted until (B)(6) 2004, when the settings were corrected.